Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that an incision was made in the previous scar, dissected down to the spinous process and then exposed on the left side out to the cephalad portion of l3 and then exposing the l3-4 rod portion and the l2 pars area. Once this was completed bilaterally, placed a spinous process clamp and hooked it to the spinous process and then brought the o-arm in. The o-arm could not function and it could not connect to the stealth station. They spent several minutes trying to troubleshoot this but ultimately could not get it to work. They then backed it out. They then used fluoroscopic guidance to have a starting point on the left side at about 5 o'clock and on the right side about 7 o'clock underneath the pedicle and then placing it up and down under lateral fluoroscopic guidance. They drilled the path, felt with a ball-tipped probe, tapped, felt with a ball-tipped probe and then placed the screws and ap and lateral x-rays showed them to be acceptable. The microscope was then brought in to basically remove the inferior articular processes bilaterally as well as part of the spinous process and to help with the reduction. And then placed the screws and ap and lateral x-rays showed them to be acceptable. The microscope was then brought in to basically remove the inferior articular processes bilaterally as well as part of the spinous process and to help with the reduction. Procedures: 1. Anterior lumbar interbody fusion l2-3 from a lateral approach. 2. Placement of structural intervertebral device at l2-3. 3. Posterior lateral fusion l2-3. 4. Posterior decompression l2-3 with a midline laminectomy and facet removal. 5. Posterior instrumentation l2-3. 6. Stealth navigation for screw placement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector was damaged, replaced with new and the scans were able to transfer to stealth. The system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging was not communicating with the stealth. Before she called in, they were using the stealth 7, but then when that was not working, they switched to the stealth 8. Technical services verified the network information between the stealth 8 and the imaging were correct. They had tried to reboot the mobile viewing station (mvs) with no success. Technical services had them change out the network cable and that did not work either. The use of the imaging and navigation were aborted.